Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
No medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre index CT scan and specific product information. At an unknown time post implant, there was evidence to support: a contained type iiia endoleak associated with lateral movement, and a complete component separation; a partial occlusion of both the cuff and bifurcated stent; and, partial stent collapse of the bifurcated stent. There was no evidence of a rupture. It was reported that there was a repair planned, but there was no evidence of a secondary procedure to date. The patient disposition could not be established. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation information, a root cause of the reported issue could not be definitely identified due to limited information. The clinical review showed aortic remodeling as a factor, which was seen as lateral movement, complete component separation, partial stent collapse of the bifurcated stent, and partial occlusion of both the cuff and bifurcated stent. It is unknown if a device issue contributed to the event.

Event description:
It was reported that an endoleak was identified. Reportedly, the patient has a small separation between components. The physician has plans to repair the endoleak in (B)(6) .